Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction from the sensor patch on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was raised, red and raw and located under the sensor patch. Affected area was treated with fluocinonide cream, prescribed by the patient's doctor for an issue unrelated to the cgm, after the sensor was removed. Patient also put gauze over the site. At the time of contact, the patient was okay. No additional event or patient information was provided.